Event description:
Rptr complains of rashes, tightening of skin, burning pain in right breast, dry mouth and vagina, hands turn white in cold, enlarged lymph nodes, massive hair loss, sleep disturbance, easy bruising, trouble swallowing, chronic fatigue, night sweats, eye problems, and tingling in breast.